Manufacturer narrative:
Correction h code: h6 - component code - g04113. Investigation summary received one (1) list #14001-31, primary plum set for inspection. A stickdown was observed on the secondary port of the cassette clave on the sample. No other damages or anomalies noted. A picture of the set was received. The complaint of leak at b-port was confirmed. The clave on the sample was disassembled. The spike was broken, and the seal was cored. The probable cause of the clave seal stick down is due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. A device history and relevant commodities were reviewed; no discrepancies were noted that would have led to the complaint. D9 - date returned to mfg: 12jun2025.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where a leak was reported. It was stated that the obstetrician reported a failure of the secondary clave port (the medication is released through that route). The set had to be changed to administrate the medication. The reported event was classified on the customer's report as a quality problem, the classification of the incident was light and had no consequences. There was a female patient involved, 18 years old, with initials (B)(6), admitted for a vulvectomy, although no one was reported harmed as a result of this event. The customer added that the administration of the medication to the patient was carried out without any issues. However, following the administration, the automatic sealing mechanism failed to engage properly. This malfunction caused the medication to leak from the device. The IV line was promptly removed.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.